Event description:
It was reported that the pt's pump flipped and the pump connector broke. There were no pt symptoms. A surgical intervention was required. The pt recovered without sequela. The pt's pump contained hydromorphone, bupivacaine, and baclofen. Reference MFR report #6000030200702441.